Event description:
It was reported that during a da vinci myomectomy procedure, a broken cable was identified near the tip of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables were not damaged at the wrist of the instrument. Failure analysis investigation also found top bipolar pin bent at the backend of the instrument housing. The bipolar insert was still intact. Instrument passed the electrical continuity test. No other damage was found. Failure analysis concluded that the bipolar pin damage was likely due to mishandling.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.